Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
As reported to rxsight, the patient had a "dense white cataract with no view to the back" and the posterior capsule was ruptured prior to delivery of the lal into the eye. Due to the ruptured capsule, the light adjustable lens (lal, sn (B)(6), +17.5d) was placed in the sulcus. During the post-op period, the lal was noted to be displaced due to likely zonular damage. The decision was made to explant the lal and an iol of a different manufacturer was implanted with scleral fixation. A pars plana vitrectomy was also performed during the explant surgery. Rxsight's first awareness of this event was on (B)(6) 2023.